Event description:
It was reported that this right atrial (ra) lead was part of the system revision due to infection and endocarditis. Reportedly, a mitral valve replacement (mvr) was performed. No additional adverse patient effects reported. The ra lead was explanted.